Event description:
In 2007, the pt reported that while changing her insulin cartridge the plunger became stuck to the piston rod and 2 units of insulin spilled into the insulin compartment. The pt was instructed how to remove the plunger from the piston rod and she stated she had already cleaned the insulin from the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.